Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin use. The customer reported experiencing frequent occlusion issues but declined additional assistance. The case was closed by technical support.